Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the catheter was returned in two segments and the catheter was broken approximately 0.4 cm distal to the strain relief. A small amount of tensile weakness was observed in the catheter approximately 0.1 cm proximal and approximately 1.6 cm and 3.2 cm distal to the break site. A microscopic observation revealed the break surface was angled but smooth and mostly granular in texture. A small flap of material was observed on the break surfaces near the most angular section of the break. While the exact cause of the break in the catheter is unknown, possible causes include mechanical damage from an instrument or other outside source and/or excessive tensile force. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was about to be discharged but said that the catheter had split in half. No other information was provided.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was about to be discharged but said that the catheter had split in half. No other information was provided.